Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons on insulin pump are less responsive. Customer reported that the rewind was louder. Customer reported that the battery pieces were missing. The customer's blood glucose level was unknown at the time of incident. The device will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube threads noted. The test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test, self test and rewind test. No rewind anomaly noted. (B)(4).